Event description:
The customer contacted baxter's service center regarding a system error 2240/2367 (air in tubing) on the homechoice (hc) during use. The patient was connected at the time of the alarm. There was an open clamp on an unused line. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. There was nothing unusual noted about the supplies. The technical service representative (tsr) recycled the power, cleared and explained the alarms. The caller would call the registered nurse (rn) about the air alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was due to an open clamp on an unused line. The homechoice and homechoice pro apd systems patient at-home guide instructs patients: leave any unused lines in the organizer with clamps closed. A review of the product family labeling will be conducted. If there as any relevant information obtained from that review, a supplemental report will be submitted.